Event description:
User received discrepant troponin t results for one pt sample. The pt initially recovered 0.367 ng/ml and repeated twice as <0.010 ng/ml. The initial discrepant result was reported and the pt received no treatment was provided based on the erroneous result. If add'l is received, appropriate notification will be provided.